Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-05642. Manufacturer report number: 2017865-2020-05643. Manufacturer report number: 2017865-2020-05645. It was reported that the patient has deceased/expired. The cause of death is unknown. There is no allegation from a healthcare professional that the death was system related. It was suggested that the cause of death may be related to system implant procedure. No additional information was reported.